Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Device has to be repaired. Add'l info was received: the customer reported that "the malfunction occurred during a surgery. And they had to use a manual dermatome to do the procedure. The blade movement is not proper and pin moves in one." Add'l info was requested by integra.